Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No interfering factor was detected in the sample. Product labeling for the assay states "the measured anti ccp value of a patient¿s sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the anti ccp assay method used. Anti ccp values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations."

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable high elecsys anti-ccp immunoassay results for an unknown number of patient samples from a cobas 6000 e601 module. One example was provided of a patient with an elecsys anti-ccp result of 66 u/ml whereas with competitor assays, the anti-ccp-abs, as well as anti-mcv-abs results, were negative. The clinical expectation was a negative result for anti-ccp. It was requested, but it was not known if any questionable result was reported outside of the laboratory.